Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported patient stopped using the therapy 4 years ago because she "had problems with it" and now has a suprapubic catheter. Additional information was received from the patient. They reported that they did experience urinary retention prior to the device and that it has not worsened since getting the device. They indicated that catheterization was not their standard of care prior to the device. When clarifying that they had problems with the device the stated that t was shocking them in the wrong place. Someone was trying to get it right, but it didn't get any better. The battery depleting was due to normal battery depletion. The cause of having problems with the device could not be determined and they don't know what caused or contributed to the issue. They said it worked until the battery needed to be replaced with a new battery. It was shocking down their leg. The steps taken to resolve the issue were that they turned the device off and now have a superpubic catheter. The issue has not been resolved.